Event description:
During a renal treatment, it was felt that they had not had "good" ice on the second freeze. The freeze was extended to try to compensate for the lack of ice volume. The physician felt that the treatment was sub-optimal. It is possible that they may need treatment, however, this will not be determined for at least 3 months.

Manufacturer narrative:
The system software log files were reviewed and the root cause of the reported issue was determined to be related to a regulator that was not operating properly. A failure of the regulator renders the system inoperable but will not cause direct pt injury. In this event, the treatment was extended to ensure adequate cryotherapy was delivered. Even with the extended treatment the pt could have experienced an under treatment and may require a second treatment to ensure adequate tumor coverage. The physician will re-evaluate the pt at a later date. A field corrective action (3004462490-08/10/12-001-c) for this issue has been implemented to replace the regulators for the system.